Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported, capsular contracture, baker grade unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: no observed.fever : unable to observe as it is a medical event that is not related to the device. Lymphedema : : unable to observe as it is a medical event that is not related to the device. Edema : unable to observe as it is a medical event that is not related to the device. Pain : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Additional observations: black particles observed. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side lymphedema and rupture. Patient also reported fever, swelling, pain, and discomfort. Later, patient reported "capsular contracture" baker grade unknown. Events have been confirmed via ultrasound and MRI. Device has been explanted.

Event description:
Patient reported right side lymphedema and rupture. Patient also reported fever, swelling, pain, and discomfort. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphedema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphedema. Patient also reported fever, swelling, pain, and discomfort.